Manufacturer narrative:
This event occurred in (B)(6). Qc was acceptable. The sample was spun for 8.3 minutes at 3000 rpm. This centrifugation speed may not be appropriate for the type of sample tube the customer uses. The malfunction is consistent with a pre-analytical handling issue at the customer site. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys total psa (total psa) on a cobas 6000 e 601 module. The initial result from an aliquot was 0.008 ng/ml. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2020 the sample was repeated from the primary tube with a result of 100.0 ng/ml with a data flag. The sample was repeated using a x50 dilution and the result was 108.3 ng/ml. The total psa reagent lot number was 419341 with an expiration date of 29-nov-2020.